Event description:
The patient experienced withdrawal beginning in 2009. The pump was used to deliver morphine sulphate. The last refill was about one month prior. There were no alarms heard. The implantable pump had not yet been interrogated. The hcp suspected a broken catheter. Device registration shows a catheter replacement 4 days after 4 days of the beginning of the withdrawal. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.